Event description:
It was reported the epiq cvxi ultrasound system was not available for an atrial fibrillation (af) ablation procedure. The system shut down twice during the procedure and required a reboot each time to recover. There was no patient or user harm. The service engineer evaluated the system logs and was able to confirm the customer's reported problem. Philips has started an investigation, and upon completion, a follow up report will be submitted.